Manufacturer narrative:
The manufacturer investigation determined that the 'please wait' message reported by the provider occurs in three (3) known instances, they are: during the login process, when a hardware error is being cleared by the application, during initialization of data. The manufacturer is unable to identify which of those three (3) instances may have been the exact root cause in this event. In order to prevent further instances and to better determine the cause of the 'please wait' message, the manufacturer is taking corrective action by increasing the level of information that will be captured for the medical device during use at this site.

Event description:
During use of the aesynt inc. Anesthesia-rx device, a medication dispensing cart, a provider was attempting to retrieve medications during a cause and was unable to do so. A 'please wait' message was reported by the provider during use and the cart remained locked. In addition, the provided manual back up process ( a key) was not used. This situation created a temporary delay in delivery of medication to the patient. Non-pharmacologic measures (CPR) were taken to alleviate the impact to the patient. No patient injuries were reported as a result of this issue.